Event description:
It was reported that when using the bd pyxis¿ es server configuration changes were not reflecting on the server despite normal connectivity status on both the device and server. The customer reported that the device is not communicating with the server, impacting daily operations by preventing medication flow to meditech and patient charging. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not uploading data to the server, causing outdated data on the server and reports while the station showed updated information. A technical support specialist (tss) identified a station side data sync issue with upload stuck due to change tracking mismatch, performed manual recovery per knowledge article, manual recovery required datasyncinvaliduploadchangetrackingvalue, restored upload functionality, and confirmed data synchronization with transactions correctly reflecting in reports. The system functioned as intended after the technical support specialist troubleshot the device.